Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that inadvertent interaction between the cardiomems sensor and the guide wire resulted in the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, a pulmonary wedge pressure catheter with balloon were used to keep the sensor in place. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model, catalog number, partial primary UDI number updated. E1: first, last name updated from unk to (B)(6). D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that on (B)(6) 2025, a cardiomems procedure was performed to treat a lesion in the pulmonary artery. The cardiomems sensor was advanced over the .018 steelcore guide wire and through a 12fr sheath. During removal of the steelcore guide wire, the sensor pulled back slightly. A pulmonary wedge pressure catheter with balloon were used to keep the sensor in place. The sensor was ultimately placed slightly above the intended location. On (B)(6) 2025, it was discovered that the sensor had migrated to the right pulmonary artery (rpa), which may have been caused by the patient coughing throughout their hospital stay. The sensor continued to provide adequate pulmonary pressure readings. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.